Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the blue ring came off of the synthes drill during a routine equipment evaluation at the user facility by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the blue ring came off of the synthes drill during a routine equipment evaluation at the user facility by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the blue ring was loose but it had not come off the device. Vibrations during the device¿s lifetime is known to cause or contribute to the reported event. The device was discarded by the manufacturer.